Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a small intestine contrast examination for the purpose of follow-up in patients with the capsule examination last (B)(6) 2019. Upon examination of the patient it was found that the capsule is still in the small intestine. The customer is considering removing the capsule with a balloon endoscope.